Event description:
It was reported that the pt had a history of thrombosis in the artery in the bend of the elbow for two years. A stent was implanted in the subclavian artery. The stent was not post-dilated, as the result was satisfactory. Approx seven weeks later, thrombosis of the artery occurred and a thrombectomy was performed. One day later, thrombosis occurred again and two competitor stent grafts were placed into the previously implanted stent. This extended the stent. Thrombectomy was performed again. During the control x-ray, it was noted that a segment of the stent, 5.5 mm in length, fractured and migrated into the a. Brachialis. This segment was removed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. A section of the stent has been returned. The eval is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states.